Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported low speed alarm, which was confirmed through the evaluation of the submitted system controller log file. The submitted log file captured pump stops and low speed hazard/advisory events from 06:57:43 am through 07:54:28 am on (B)(6)2019 while the system controller was connected to a power module. Low flow hazard events were also noted, which occurred at times when a low speed hazard was active by design. The account communicated that the patient underwent a pump exchange on (B)(6)2019. (B)(6) was returned assembled with the driveline severed adjacent to the nipple of the pump housing. The remainder of the driveline was returned in a segment measuring approximately 37.5¿. The outer silicone jacket layer of the driveline was removed approximately 8.5¿ from the pump housing and returned in two segments. The bionate layer was also removed approximately 3¿ from the pump housing. Internal metal braided shield breakdown was observed from the severed end of the bionate (approximately 3¿ from the pump housing) through approximately 8¿ from the pump housing. Minor metal braided shield breakdown was also observed along the external portion of the driveline, consistent with the duration of use. Visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 5.5¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. The heartmate ii lvas IFU is currently available. Section 6 entitled ¿patient care and management¿ outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed alarms were observed by the patient. Technical services reviewed the submitted log files, and pump stoppages and low speed events were confirmed. Patient was stable on ungrounded power module patient cable or battery. Patient received a pump exchange on (B)(6) 2019. No additional information was provided.